Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the introducer needle fractured while in the body. The customer¿s blood glucose level was 4.1 mmol/l. The customer reported that they removed the needle with a pair of pliers. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. The customer reported that when they inserted the sensor the needle hub cover came off. The device will not be returned for analysis.